Manufacturer narrative:
Additional catalog#: 72400025, 72400098; (B) (4). A request for additional info has been sent. Device was not returned to ams. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) male with post prostatectomy was implanted with an aus device, date was not provided. On (B) (6) 2002, the entire device was removed and replaced. Reason not provided. No further info provided.